Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was not confirmed. Baseline testing was completed on the device and no issues were noted. All testing were completed and the device passed, therefore no problem was detected. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. No additional adverse patient effects were reported.